Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right m2 segment of the middle cerebral artery (mca) using a penumbra system red 43 reperfusion catheter (red43), a penumbra system red 62 reperfusion catheter (red62), and a benchmark bmx96 access system (bmx96). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician made three passes in the target location using the red43 and red62. While attempting to make the next pass, it was reported the physician applied more than usual force to the coaxial system and the distal end of the red43 kinked while inside the bmx96. While retracting the red43, the physician experienced resistance and fractured the red43 at the distal end. The fractured distal segment of the red43 was removed using a snare device. The procedure was completed using a new red43, the same red62, and the same bmx96. There was no report of an adverse effect to the patient.